Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted computed tomography (CT) images revealed a potential outflow graft deformation; however, the specific type and location of the outflow graft (ofg) obstruction could not conclusively be determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files from the time of the event were able to be provided; however, the account reported that the alarms were due to the outflow graft torsion and resolved following stenting of the outflow graft. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number:(B)(6), and the reported chest pain, tachycardia, fatigue, and shortness of breath, could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. B are currently available. Section 1 of the IFU, ¿introduction¿, cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Furthermore, the patient handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low flow alarms and was admitted to the emergency room. The patient experienced chest pain, fatigue, and shortness of breath. The patient also experienced tachycardia. Pump interrogation revealed a flow of 3.0 liters at 5600 rpm. Amiodarone, norepinephrine, dobutamine and milrinone was started and a computed tomography angiogram was performed, which showed torsion of the outflow graft. Two self-expanding stents were implanted, one 14x50mm proximal to the connection of the outflow graft and the pum and another followed by 14x60mm. An injection of medium contrast was used to see that the torsion substantially decreased with stent placement. The hemodynamics and pump parameters improved. The pump flow improved to 4.6 liters at 5400 rpm. There were no complications, and the patient was transferred to intensive care and was stable under hospital observation.

Manufacturer narrative:
Additional health effect - clinical code: hemodynamic instability. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.